Event description:
It was reported that the device was at eri (elective replacement indicator), with a charge time of 13.9 seconds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant medical products: 419688 lead implanted: (B)(6) 2009; 5076-52 lead implanted: (B)(6) 2009; yrec28375 stent grant implanted: (B)(6) 2000. (B)(4).